Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 298, 84, 236 mg/dl. Tests were done within 10 minutes with a difference of 61%. Patient did not experience any adverse events. No further information has been reported. Note - customer ate food and drank a beverage following use of the meter. Customer has been cleaning meter incorrectly.